Event description:
An international customer reported an event of an odor emitting from the sterrad® nx sterilizer. A human reaction was reported. Multiple follow up attempts to gather further information about the human reaction have been unsuccessful. Asp will continue to follow up and should additional information be received a supplemental medwatch report will be submitted. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Manufacturer date: 03/05/2009. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). ¿ the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿ the service history for this unit for the past six months (december 29, 2013 to june 27, 2014) did not observe any significant trend. ¿ the trend for the product malfunction code of odor/smells was completed from june 2013 through june 2014 and revealed a significant trend which is addressed in CAPA. ¿ the trend for the product malfunction code of allergic reaction was completed from june 2013 through june 2014 and revealed the risk level to be broadly acceptable. ¿ the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿ the shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. ¿ CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were returned for further evaluation. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Manufacturer narrative:
(B)(6) - allergic reaction. A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance was performed and the oil mist filter was replaced. Unit meets specifications and was returned to service on (B)(4) 2014